Event description:
It was reported that the procedure was to treat a concentric lesion in the mid right coronary artery with moderate tortuosity, heavy calcification and 100% stenosis. The vessel diameter was 2.5 mm and the lesion length was 25 mm. A 1.2x12 mm rx mini trek dilatation catheter was advanced with slight resistance in the lesion and inflated for pre-dilatation; however, the balloon ruptured on the second inflation at 8 atmospheres. Reportedly, the balloon was submerged in heparinized normal saline prior to use and air was pulled inside of the patient anatomy. The 1.2x12 mm rx mini trek dilatation catheter was withdrawn with slight resistance in the lesion from the patient anatomy and a 1.0x6 mm non-abbott balloon catheter and a 2.0x15 mm rx trek dilatation catheter were used for further dilatation. A 2.5x24 mm non-abbott stent was implanted. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, gaia 2nd, xt-r; guide catheter: launcher. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that preparation was done inside the anatomy, it should be noted that rx trek/mini trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.